Event description:
Contact reported the sensor worked for 1 1/2 days. Following CT scan, device gave a reading of -99. Rep and hosp tried to swap cables and icp express box but sensor would not provide proper reading. Changed to ventricular drain/fluid - coupled monitoring. Device to be returned. Pt died of other complications unrelated to sensor issue (per surgeon comments).

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.